Event description:
According to the reporter: the customer reports that the device cut through the tissue, but did not apply any staples. The procedure was completed by hand to hand anastomosis. The device used along with the loading unit is not available for further eval. Procedure: jujunostomie.

Manufacturer narrative:
Initial report submitted: june 3, 2008.